Manufacturer narrative:
No code available (gastro-jejunal tube migrated out of place). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported the gastro-jejunal tube migrated out of place. The user reports resolving the issue by repositioning and by placing a 20fr 55cm or that¿s what she was told. The patient knew the 20fr is or was right because it was labeled on the tube. Additional information received (B)(6) 2018 stated the device was placed (B)(6) 2018. The tube migrated out of the patient's mouth and the patient reports pushing the tube back in the mouth. There was no reported injury. No additional information was provided.